Event description:
It was reported the black colored tip of the hysteroscope inner sheath fell inside the patient during an unspecified procedure. The surgeon wanted to know the composition of the part to aide with extraction. Additional information regarding the event has been requested but not provided at the time of this report.